Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon deflation difficulty occurred. The target lesion location and characteristics were not provided. A taxus liberte' 3.0 x 16m stent was deployed at 14 atms. When attempting to deflate the delivery balloon, the balloon would not deflate. The stent delivery system was successfully removed from the pt and the stent remained implanted. No pt complications were reported and the pt status is reported as "good - stable".

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).